Manufacturer narrative:
Manufacturer's investigation conclusion: the device was investigated and reported under MFR # 2916596-2018-00924. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event happened at (B)(6) hospital in the (B)(6). This event was previously reported under MFR # 2916596-2018-01771 and is being reported here related to the field action listed. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. A supplemental report will be submitted when the manufacturer¿s further investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2018. It was reported that during patient extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2018, the primary console indicated a system alert: s3 message. Upon inspection, the motor was making a sound. Flows were still present at the time. The primary console then switched off but flows remained. The patient remained asymptomatic and was switched to backup equipment with no issue. On 22may2018, during the manufacturer¿s analysis of the log file, a potential issue with the motor was found.